Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the extension found that the body was cut through and the product was segmented. Analysis of the lead (s/n: (B)(4)) found that the body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-op a lead had migrated and revision was necessary. The stimulation was reported in the "wrong place."{ the patient had "good" stimulation in the "right chest area" post-op, but at the one week follow up the stimulation was in the "abdomen and right hip." On (B)(6) 2012 it was reported that the pocket had been opened and an infection was found. The entire system was thus explanted. Additional information received on (B)(6) 2012 reported that the patient recovered without sequela.

Manufacturer narrative:
Product ID 3888-33, lot# va02dn8, implanted: 2012 (B)(6), product type lead, product ID 3888-33, lot# va02dn8, implanted: 2012 (b)(6,) product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.